Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This is not an implantable device. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens into the eye, the doctor had to remove a piece of cartridge that had broken off. Additional information was received and it was learnt that cartridge tip was cracked and broken off. Reportedly, an incision enlargement may have been done during the lens removal process; however, it was not confirmed. No patient injury was reported and the patient was doing good post-op. No further information provided.